Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, they were unable to oxygenate the blood. *blood loss of 200cc. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 12, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was forwarded on to (B)(6) for testing. The sample as visually inspected with no anomalies noted. The sample was tested for its gas transfer performance. Bovine blood was circulated in the oxygenator under the following conditions: at v/q+1, fio2+100% and the flow rate of 6l/min. And 4l/min. O2 addition: at 6l/min.=398ml/min. At 4l/min.=281ml/min. Co2 removal: at 6l/min.=321ml/min. At 4l/min.=230ml/min. No anomalies were noted and all values obtained met factory specifications; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.